Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported that erratic blood glucose (bg) levels since giving birth to a baby a year ago. For the previous couple of weeks, the patient indicated that her bg levels had been running around 40-300 mg/dl. Her target range is 80-150 mg/dl on (B)(6) 2012, the patient claimed that she had about 30 units of insulin remaining in her cartridge prior to going to bed at 8:00 pm. Around midnight, the patient claimed that her parents woke up and found her daughter crying. In addition, the reportedly found the patient twitching like as if she was having a seizure. The patient's parents treated her with glucose gel and tablets since her bg level was reportedly at "49 mg/dl." They also treated the patient with juice until she was ok. At an unspecified time after the event occurred, the patient noted that there was only 16 units remaining in her cartridge. She was unsure if the pump delivered too much insulin. She also stated she might have given herself a bolus and forgot but was unsure. Through troubleshooting, the animas representative involved in this contact was unable to find any issues with the pump. The representative could not find any excess insulin delivery. The patient denied that there was any damage to pump. The patient stated that she was not sure if she might have given herself insulin by rolling over onto the pump. The pump's basal history showed that the temp basals were programmed between (B)(6) 2012. The patient indicated that the basal history was accurate. No associated alarms were observed in the pump's alarm history. The prime history and tdd history were reportedly accurate. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a hypoglycemic event and required assistance from her parents. At this time it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.